Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The parent reported that the pediatric patient experienced transmitter failure on (B)(6) 2023. The report was received via email on 02/20/2024, and it was not reported what symptoms the patient experienced, or if the patient experienced a hypo or hyperglycemic event, but the parent stated that the transmitter failed early and that they ¿almost lost their daughter¿. The parent reported they lost control of her diabetes during the event and had to go to a clinic for support with treatment. No further information regarding treatment and outcome were reported, and further attempts to contact the reporter for more information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/20/2024.

Manufacturer narrative:
(B)(4).